Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 600 mg/dl. The customer was treated with the insulin pump. The customer was admitted to naples community hospital on 03/31/2015. The customer's spouse states the customer is still hospitalized. The customer's spouse declined troubleshooting. The customer spouse instructed to monitor concern and to give a callback if the events recurs. The customer's spouse understood and agreed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.